Event description:
It was reported that following the implant procedure, the chest x-ray showed a small left apical pneumothorax. Upon the date of discharge, a repeat x-ray was done and the pneumothorax had become even smaller and barely visible to the physician's eye. The lead remains in use. Additional information received indicates that the patient is experiencing some diaphragmatic stimulation when lying on her left side; however, she is not too concerned about this. Another report from the patient indicates that she does not have "the pep I want to." There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.